Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) died in november. The patient's mother called and asked if the device could be interrogated over the phone as she would like to know what happened on that date in november. She feels the device malfunctioned.

Event description:
Approximately twelve years later, boston scientific received a call from the patient's mother. She said the defibrillator "killed her son". She explained his pulse was 200 bpm and the device would shock him. She alleged the device was defective because when it would shock him, "it went through him to the floor, and he stated that it was burning his heart". She then reported that the patient had arrhythmias often. The caller thought that 200 bpm was not an adequate rate and that was what the device was programmed to. The caller was upset that the physician did not seem to think that 200 bpm was a big deal and that her son had died. The caller then said that the device was being monitored by a hospital, but that they cancelled tests because the patient did not have insurance at the time. The caller felt that the physician did not pay attention to them and believed this device was defective. Boston scientific technical services (ts) asked the caller if she knew what happened to the device, but the caller was not sure. She did note that she declined an autopsy for her son. Ts explained that the patient's device was not included in any advisories. Ts then explained that we have previous calls from the caller, but the caller claimed that she never called previously and stated that it was likely someone pretending to be her trying to get money. The caller stated she was going to check to see what happened to the device and would call back another time.